Event description:
Customer reported that a touchscreen on a device had shattered, making it ineligible. There was no adverse impact to the customer's blood glucose level. The pump is being returned, and a replacement pump is expected to be sent.